Event description:
Tanning beds at (B)(6). The fans are broken in many beds. After they keep putting people in them they are way too hot to continue putting people in them. People are getting burnt and sweat pimples. Beds are not clean either. They refuse to cancel memberships for poor unsafe equipment.